Event description:
It was reported that the patient was seen in clinic for a parameter change due to a change in seizure pattern. At the previous clinic visit, the generator's pulse width was increased. It was believed that the patient¿s seizures had gotten worse since the change in parameters. The treating physician decreased the pulse width back down to its previous setting. No additional pertinent information has been received to date.